Event description:
Additional information received from the manufacturer's representative (rep) who spoke with the nurse practitioner reported the information requested regarding circumstances of the patient's death should be requested from risk management at the hospital. When the hospital was contacted they stated the information could be obtained by submitted a request to health information management.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0j3u3, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0j3u3, implanted:(B)(6) 2014, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4). Exact date of death is unknown; source document indicated (B)(6) 2015.

Event description:
The consumer reported a patient death. Patient services asked if death was related to implant. The caller stated "indirectly." The patient had a surgery, after which he developed a (B)(6), c diff, and had septic shock. The patient passed at a later time. Event 1: surgery followed by issues - (B)(6) 2014. Event 2: death - (B)(6) 2015. Indication for use was noted as parkinsons dual and movement disorders. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare provider (hcp) who worked with release of information reported he spoke with their legal department regarding the request for information about the patient, and asked who reported the patient death to the manufacturer. It was noted a friend or family member reported the death to the manufacturer. The hcp stated if the patient's death was related to an implanted device it was their responsibility to report the death to the FDA. He stated if the death wasn't reported, it wasn't deemed related to the implanted device, and based on that information they would not send any medical records.

Event description:
The manufacturer's representative noted that he was not aware the patient had passed away. Also stated he didn't think it would be related to the dbs but planned to call the doctor's nurse practitioner and find out.